Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported filament entanglement in catheter-supported guidewire bifurcation found during puncture. No other information was provided. Additional information 06/27/2024: the problem was found before the puncture was completed. The guidewire at the bifurcation did not enter the patient's body, no guidewire fragments remained in the patient's body, and the guidewire was not broken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One photograph of a stylet was returned for evaluation. An initial visual observation of the photograph showed the coiled wire of the stylet was unraveled, which indicated the core wire of the stylet was broken. However, no details of the break sites could be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported filament entanglement in catheter-supported guidewire bifurcation found during puncture. No other information was provided. Additional information 06/27/2024: the problem was found before the puncture was completed. The guidewire at the bifurcation did not enter the patient's body, no guidewire fragments remained in the patient's body, and the guidewire was not broken.